Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pressure reducer is clogged, led on the control panel does not light up and poor contact of front panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because pressure reducer is clogged, air cannot be fed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device stopped insufflating and got turned off. These issues occurred during sedation for a therapeutic intestinal resection procedure. There were no reports of patient harm.